Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter zip code : (B)(6). Medical device manufacture date : unknown. Investigation summary: exec summary - samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned (2) used 32gx4mm bd pen needles without a cover or tear drop label attached. Consumer had reported needle blocked. The returned pen needles were examined, then tested for flow using a test pen injector: both were able to expel properly. No defects were observed. CAPA/sa - based on the above, no additional investigation and no CAPA/sa is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter: it was reported the needles were blocked.